Event description:
Sodium chloride 9% made up to 48 mls in total to a subcutaneous infusion of 10 mg of midazolam and 500 mcg of alfentanil. Infused at 2 ml an hour for 24 hours. The patient was not kept comfortable and was suffering from terminal delirium and the tongue became swollen. The patient also had congestive heart failure, renal failure and hepatic issues. Edema, hypertensive. Given subcutaneously in a alaris systems asena gh syringe driver which I do not believe was the most up-to-date medical equipment. It would be of great value if I could be informed if this was safe. Thank you. FDA safety report ID# (B)(4).